Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, when closing, the surgeon tried to pick up the screw, but a driver would not fit the head of the matrix neuro screw. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis.